Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day before contacting technical support. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was advised to call back for troubleshooting if the issue reoccurs. Customer requested an email with links to cartridge load resources, which was acknowledged by technical support.